Event description:
Customer reported that the physician placed the needle into tissue during an episiotomy repair. The user lost both visual and tactile control of the needle. The suture pulled out of the needle using an attempt to grasp and retrieve the device. The patient was taken to surgery to explant the retained needle.

Manufacturer narrative:
Conclusion: user error caused the event. The user lost both visual and tactile control for the device during use. The actual device associated with this event is not known. Customer reports the following possible products: lot: amm410, mfg: 11/01/2008, exp: 07/31/2013. Lot: ac6822, mfg: 03/01/2008, exp: 01/31/2013. Lot: zgz968, mfg: 06/01/2007, exp: 01/31/2012.